Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. During the procedure, upon first inflation, it was noted that the balloon ruptured at 3 atm for 20 seconds. The procedure was completed with a different device. No patient complications were reported.